Event description:
It was reported that this right ventricular (rv) lead had gradual rise in shock impedance over the past year, and were now high out of range greater than 125 ohms. Technical services discussed that this was a single coil lead that tend to run a little higher, and to consider commanded shock in impedances continue to rise. The lead remains in-service at this time. No adverse patient effects were reported.